Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance (sli) measurements greater than 200 ohms during an elective device upgrade procedure. The lead was reported to have sustained damage believed to be the result of excessive force when attempting to insert the lead into a competitor device. The lead was then connected to a boston scientific crt-d and the high out-of-range sli measurements were observed. The lead was subsequently explanted and replaced without consequence. All measurements for the replacement lead were within normal limits. No adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the entire lead was returned. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the distal end of the distal spring electrode, bunching of the rs-ptfe at 60-565 mm from the terminal pin, as well as cuts in the insulation at multiple points of the lead. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. The reported clinical observations of high out-of-range shock impedance measurements could not be confirmed by laboratory testing.